Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump intermittently lost power. Moisture was allegedly visible behind the pump display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/08/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/30/2014 with the following findings:a review of the pump black box data revealed unexplained pump reboots. During a visual inspection of the pump, no evidence of moisture ingress was visible from the exterior. The pump powered on properly. A leak test was performed and failed due to a display lens leak. The pump case was removed, and corrosion due to moisture was found on multiple internal components.